Event description:
The right atrial and right ventricular leads were returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the leads were explanted post-mortem for cremation and the cause of death was not related to the out of specification findings.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).